Event description:
It was reported that during an unknown procedure, the handpiece comes up with a solid tone on the generator without any error code. It is not functioning properly. The case was completed by using another handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, it is no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for a solid tone to occur.